Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the patient lost consciousness while at work. The pump cgm was displaying 78 mg/dl and the blood glucose reading was 42 mg/dl. A coworker called an ambulance. The patient was unaware of the hypoglycemia treatment provided by emergency medical services (ems) due to his unconsciousness. The patient was transported to the emergency department where the glucose had risen and the patient was treated further with an IV and carbohydrates. The patient was discharged after 6 hours. At the time of the report, the patient was in good condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.